Event description:
Customer was reported to have been airlifted to the hospital because of a broken neck. Customer reported that she adjusted her insulin based on the readings, fell asleep in a chair, fell out of the chair and broke her neck. The customer claims the event may be due to low blood sugar, which is consistent the customer did not provide the readings prior to the event, she claimed to have changed her insulin intake because of the readings that she receives from her adc device. If and when the meter readings were really inaccurately high, this may have caused serious deterioration in patient's health.